Event description:
It was reported that there was a connection issue, a mis-spike, which occurred with the uv flash transfer set when the bag was changed by the clean flash. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported problem could not be determined. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed and a bent spike was found which confirmed the reported issue. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.